Event description:
It was reported that the patient went into vt and the device did not terminate. After several failed therapies, the vt terminated spontaneously. The physician programmed the deft response settings and after induction , the device terminated the vf. Patient was in good condition post-event. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.